Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule came off at an unspecified point after attempted deployment. There was some irritation to the esophagus, but no injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger was over-rotated and broke off. The device was returned with the capsule separate from the delivery system. The plunger handle had snapped off and was missing. The gray handle was detached from the system and the lower portion was broken. The pull wire was retracted from the proboscis. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (2007).